Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the lead repeatedly dislodged due to patient anatomy during sheath removal. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.